Event description:
During the procedure, it was reported that the pipeline did not open proximally after deployment. The physician had to use an alligator device to open the proximal end of the pipeline. Subsequently, the patient developed a carotid cavernous fistula (ccf) and the vessel was sacrificed. No other complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.(B)(4)